Event description:
On (B)(6) 2004, the patient's device was interrogated and found to be at different settings than the patient left the office with on the previously recorded visit ((B)(6) 2003). The patient's settings were corrected on (B)(6) 2004. It is unknown if and when a faulted or incompleted diagnostic test was performed between (B)(6) 2003 and (B)(6) 2004, which may have changed the settings.

Manufacturer narrative:
Analysis of programming history.